Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the technician over advanced the advancer tube while deploying the device. After the device was deployed and removed from the patient, the technician held firm venous pressure for 1 min at the access site. After releasing pressure the technician noticed a hematoma, approximately the size of a quarter at the access site. The technician held additional pressure for 5 minutes and placed a femostop on the access site as a precaution. The groin was noted as stable and no additional hematoma formed while the patient remained on the table or during transport to recovery. The technician reported that she was informed that the patient developed a hematoma (size unknown) later in the evening of (B)(6) 2013. The recovery nurse held manual compression for an unknown duration. The hematoma stabilized. The technician was also informed that the patient developed a pseudoaneurysm. She was not sure when it was diagnosed nor when the patient became symptomatic. The patient was treated on (B)(6) 2013 in the ir department (interventional radiology department) with a thrombin injection to address the pseudoaneurysm. The patient was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided.